Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/18/2025, a facility representative reported via email that a patient enrolled in the clinical study ¿acl repair with internal brace augmentation, 5-year follow-up¿ underwent left knee excision of acl repair and acl reconstruction with quadriceps autograft on (B)(6) 2019 following a soccer-related re-injury. The initial acl repair surgery was performed on (B)(6) 2018.